Event description:
Medtronic received information that the customer experienced a leaking oxygenator during bypass. The device was changed out and there were no adverse patient effects.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout the device. Pressure integrity testing was performed at three liters/minute with 23 psig of back pressure for ten minutes. During the pressure integrity testing, a leak was observed from the heat exchanger side seam. A review of the device history record showed that the device met all manufacturing requirements prior to distribution. Conclusion: a leak from the seam of the heat exchanger was identified during testing of the returned product. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. (B)(4).